Event description:
Provider spoke to (B)(4) s in customer service ext (B)(4), to advise that the locknut, washer, spacers and headtube assemblies are bent. Provider advised she is not sure how it got bent. Provider hung up before any additional information could be obtained. No protocol questions were asked.

Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.